Event description:
Same case as MDR ID: 2134265-2011-05822. It was reported that during preparation for a rotational atherectomy treatment procedure a wire fracture occurred. A 330cm rotawire guide wire was bing loaded onto the 1.50mm rotablator burr outside of the patient when the distal portion of the wire fractured into 2 pieces. The burr of the rotablator "effectively ate through the wire." It was reported that the wire was not in a straight line when being loaded onto the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
Same case as MDR ID: 2134265-2011-05822. It was reported that during preparation for a rotational atherectomy treatment procedure a wire fracture occurred. A 330cm rotawire guide wire was bing loaded onto the 1.50mm rotablator burr outside of the patient when the distal portion of the wire fractured into 2 pieces. The burr of the rotablator "effectively ate through the wire." It was reported that the wire was not in a straight line when being loaded onto the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).